Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 400 mg/dl). The customer had experienced chest pain and went to the emergency room (ER). The ER staff treated the chest pain; however, no treatment was administered for the high bg. The customer was unable to state if the chest pain was related to the high bg or by a previous heart surgery. The customer left the ER with a bg of 300 mg/dl. A pump system check was performed and no device issues were identified. The pump history showed that the customer had not delivered a bolus since the afternoon of (B)(6) 2017. The customer was not clear as to why no boluses were delivered and reported that the proper boluses would be delivered; no further action was needed.